Event description:
Reporter experienced the er1 message. Reporter was using expired product and had gotten the er1 message "5 out of 12" tries. Color chart comparison indicated '100-180' mg/dl and control solution was 123/84-186 mg/dl.